Event description:
Boston scientific crm received information that this device did not pass final pack testing suggesting a possible performance issue. The device will be analyzed further. Our records show this device was never in service.

Manufacturer narrative:
When analysis is complete, this event will be updated. Upon receipt at our post market quality assurance laboratory, the device was tested and the reason for not passing final pack testing was due to the device being programmed out of ship state prior to being returned to final pack which resulted in this testing failure. The device was tested again and functionally meets specification.